Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: carto 3 system (model# m-4800-01, serial # (B)(4)). Smartablate generator (model# m-4900-07, serial # (B)(4)). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade, which required fluid removal. After the case, the patient¿s blood pressure dropped and an echocardiogram was performed, which revealed a pericardial effusion. Fluid removal of 700cc was performed and factor vii was given to the patient. There is no further information about the hospitalization and if any additional intervention was performed. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on the event on march 14, 2016. It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. At the end of the case, the patient became hypotensive and tamponade was confirmed via echocardiogram. A pericardiocentesis yielded 700cc. Factor vii (serum prothrombin conversion accelerator) administered to support coagulation. Patient taken for surgical repair of a tiny hole in the inferior aspect of the left superior pulmonary vein. There is no information regarding extended hospitalization. There are no factors cited that might have contributed to the event. Physician did not provide causality opinion for the cardiac tamponade. The physician did indicate that he is getting more than adequate contact with the smarttouch catheter, so he chose to reduce power from 40 watts to 30 watts. Transseptal puncture performed with a st. Jude medical brk1 needle. Sheath used was a st. Jude medical sl1 8.5 french. Generator set on 20-40 watts. Power was not titrated during ablation. Overall ablation time at the site of injury is not known as there were multiple ablations near the vicinity of the injury. Last ablation cycle time at the site of injury is not known. Tamponade did not present until the end of the case. Irrigated catheter flow was set on smarttouch j curve settings. No error messages were observed on biosense webster equipment during the procedure. Patient received anticoagulation during the procedure with acts maintained between 300-350 seconds. (B)(4).